Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received five shocks, was admitted to the hospital and was experiencing pain in their chest. Follow up was conducted, however the patient's physician could not recall whether the shocks were appropriate or inappropriate or whether any intervention was taken. The device is still in use. No further patient complications have been reported as a result of this event.